Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The knife cut cleanly through test strip paper. The knife edges were not damaged, and the cut test passed. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Performed grip force test on grips as additional testing, and it measured at 7.02 lb in straight orientation, 6.73 lb in yaw, and 6.7 lb for pitch. All readings were above the minimum requirement of 4.25 lb. Electrode gap inspection was tested as an additional functional check. Electrode gap test passed. In addition, verified gap between grips was 0.003". Additional observation not reported was that one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately, 0.03" x 0.03" was missing. The known common cause of this additional failure of a dislodged ceramic dot to not be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the vessel sealer extend instrument would not seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no energy was delivered by the instrument at all. The customer used a back-up instrument to finish the procedure. The customer could not provide the patient demographic information.